Event description:
It was reported that during a posterior cruciate ligament (pcl) procedure, when the biosure ha screw was being inserted into the tibial tunnel, pieces of the screw broke upon insertion. The screw and the loose pieces were successfully removed from the patient with the help of forceps. The procedure was finished with a smith and nephew back up device used in the originally drilled bone hole previously prepared with a 9mm biosure tap. No delay or further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that during a posterior cruciate ligament (pcl) procedure, when the biosure ha screw was being inserted into the tibial tunnel, pieces of the screw broke upon insertion. The screw and the loose pieces were successfully removed from the patient. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.